Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that damaged to channel tube caused the forceps to not be inserted smoothly into the channel. Foreign material was confirmed to be coming out of the device; however, the type of the material and a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during the device evaluation, the gastrointestinal videoscope had foreign objects in the nozzle, and the forceps cannot be inserted smoothly into the channel tube. There was no patient involvement.